Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, and the correct software loaded. Standby mode became active and the led functioned as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; light cable/scope disconnect; light cable shake; light cable/jaw interaction; front panel. All tests were successful. The product was subjected to burn-in testing. No failures occurred. Measurements were taken on lumen output and chromaticity. Both measurements were within their respective specs. The log file was reviewed for error history. No errors were noted. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit went to standby during a case. It was further reported there was no harm to the pt.